Event description:
The user facility reported that the light head yoke cover fell off during a procedure. The procedure was completed successfully and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the light and found the light yoke covers were damaged at the hole where the screws secure the cover, likely due to impact. The technician installed a new yoke cover assembly and returned the lights to service; no further issues have been reported with the equipment. The equipment operator manual states (pg. 1-4): "warning- possible equipment damage: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." Steris will offer in-service on proper use of the equipment.

Manufacturer narrative:
Steris is scheduled to perform in-service training the week of (B)(4) 2012.